Event description:
It was reported that shaft break occurred and patient experienced anxiety. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However, during procedure, the shaft was fractured and the patient experienced anxiety. The device was removed and the procedure was completed with a non-bsc device. No further complications were reported.